Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a new device system the right ventricular (rv) lead inner cavity stylet was occluded. The lead was not used and it was chosen to complete the implant procedure at a later date. No patient complications have been reported as a result of this event.